Manufacturer narrative:
Follow-up #1 date of submission 03/08/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.